Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the m.blue, were determined. Permeability test: a permeability test has shown that the m.blue permeable. During the permeability test bloody liquid were flushed out. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in vertical/ or both the horizontal as well as the vertical positions. The results show that the m.blue operates within the accepted tolerance in both positions. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found in the m.blue. Results: based on our investigation results, we can determine that the m.blue is non-adjustable. The deposits visible in the valve have led to the functional impairment. Deposits of natural substances found in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can affect the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue valve (#fx800t) was implanted. According to the complainant, the valve caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure. Same event as # 3004721439-2024-00394.